Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost stimulation due to the implantable pulse generator (ipg) was inoperable due to the device not being able to be charged. A surgical intervention is anticipated in the near future. No further information is available at this time.